Manufacturer narrative:
H10: the lot number was provided for the three malfunctions; therefore, a lot history review was performed. Of the three malfunctions originally reported, two samples were returned to bd for evaluation. Of the three malfunctions, one did not have a sample returned and therefore, the investigation of the reported events are inconclusive. One investigation was confirmed for subcutaneous burst and trending code 1074 (subcutaneous burst) was added to the file. The third investigation was confirmed for hole and trending code 1504 (material puncture/hole) was added to the file. The root cause could not be determined.the devices are labeled for single use. H10: g4 h11: h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 0600600 chronic catheter allegedly leaked. There was no patient contact during one of the malfunction, and there was no patient injury during the other two malfunctions. This information was received from various sources. Age, weight, and gender were not provided for any of the patients.

Manufacturer narrative:
H10: the lot number was provided for the three malfunctions; therefore, a lot history review is currently being performed. Of the three malfunctions originally reported, two samples were returned to bd for evaluation. Of the three malfunctions, one did not have a sample returned and therefore, the investigation of the reported events are inconclusive. One investigation is confirmed for burst. And one investigation is currently underway. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: g4 h11: g1, h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 0600600 chronic catheter allegedly leaked. There was no patient contact during one of the malfunction, and there was no patient injury during the other two malfunctions. This information was received from various sources. Age, weight, and gender were not provided for any of the patients.

Manufacturer narrative:
Per the DHR review, the two device lots were inspected per applicable finished production/ inspection procedures and it passed all inspections. No nonconformance issues were found. Of the three malfunctions originally reported, one sample was investigated and the investigation confirmed for a burst. Of the three malfunctions, two did not have a sample returned and are therefore, the investigation of the reported events are inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 0600600 chronic catheter allegedly leaked. There was no patient contact during one of the malfunction, and there was no patient injury during the other two malfunctions. This information was received from various sources. Age, weight, and gender were not provided for any of the patients.

Manufacturer narrative:
One of the three devices was returned for evaluation. The company is still investigating the issue currently. The device is labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 0600600 chronic catheter allegedly leaked. There was no patient contact during one of the malfunction, and there was no patient injury during the other two malfunctions. This information was received from various sources. Age, weight, and gender were not provided for any of the patients.